Event description:
Allegedly, during a patient operation today: (B)(6), the doctor and our medical representative identified the mismatch after the patient had already been prepped for surgery. This required our team to urgently replace the item to proceed with the operation, causing delays and significant inconvenience. Product details: 1. Item and batch details outside the box: code: kftcnn2l. Lot#: 17552492028826. 2. Actual item inside the box: (B)(6). Additional information received: delay greater than 30 minutes while patient was in surgery.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint is confirmed. Mpo confirmed through correspondence and return of the item that kftcnp4r lot 18344622028778 was found when opening the packaging labeled for kftcnn2l lot 17552492028826. Review of the device history record (DHR) for the subject manufacturing lots indicates that the items were manufactured to specification. The subject lots were rpk-type routings, which are repack rework orders. Lot 17552492028826 was a single piece rpk order and is the complaint part. Lot 18344622028778 was a 2-piece rpk order. These two rpk orders were in close proximity during their routings. Both had all operations where the swap could have occurred completed on the same days by the same operators. Blister data sheets indicate that the orders were packaged at the same time on the same equipment. Therefore, the product swap most likely occurred during these operations. Upon awareness of this issue, mpo initiated distributed product risk assessment (dpra) (B)(4), to escalate the investigation of this issue and to determine resulting actions. Investigation through this risk assessment concluded that a one-to-one swap between the two subject orders had most likely occurred during the rework work orders as a result of operator error. Mpo has initiated field action to address the mislabeled distributed devices. Furthermore, mpo initiated CAPA action 420 regarding line clearance in environmentally controlled areas. Therefore, investigation of this issue is being managed and addressed through these mitigating actions. Mpo will continue to track this issue through complaint tracking.